Event description:
According to the customer, "when the trocar is inserted through the patient it is coming off the drain half way through the patient."

Manufacturer narrative:
According to the customer, "when the trocar is inserted through the patient it is coming off the drain half way through the patient." Due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample has been requested to be returned for evaluation. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.